Manufacturer narrative:
Inratio precision data provided by end-user lot 070085: first test inr = 5.4, second test inr = 7.8, mean = 6.6; sd = 1.7; %cv = 25.7%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Per internal protocol, in-house retain strips were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then additional testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails additional testing, then a review of trending data will be performed and a course of action taken. Result of retained strips test (lot 070085) performed in 2007 as follows: lot 070085 pt 1: normal 1.1, normal 1.1, mean 1.1, sd 0.0, %cv 0.0%; pt 2 normal 1.1, normal 1.0, mean 1.05, sd 0.07, %cv 6.73%. Based on the above test results, retained strips lot 070085 meets the criteria for strip precision.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.4 second test inr = 7.8